Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer¿s representative reported that they had a recurrent fever over the weekend and a rash pattern where (the patient believed) the wires ¿may be¿ tunneled. There were no external/environmental/patient factors reported that may have led or contributed to the issue. The patient was admitted to the hospital. The issue was reported as not resolved at the time of report. No surgical interventions occurred or were planned. The patient status at the time of report was noted as ¿alive ¿ no injury¿. The indications for use for the implanted device were noted spinal pain and post laminectomy pain. Relevant medical history included pain, recent fever, and rash.

Event description:
Additional information received from the manufacturer's representative (rep) reported they didn't have any information regarding if the fever, rash, or hospitalization were due to or related to the device. The rep. Did see the consumer the following week and gave them a new program, but there was no mention of any further issue with a fever or rash. The consumer was seen by another rep. For additional reprogramming on (B)(6) where they were noted to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.